Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a bronchoscopy the scope was stuck to the tracheostomy scope and could not be advanced or withdrawn leading to a drop in oxygen saturation. It was reported that the facility was using tracheostomy swivels (which were not designed for use in bronchoscopies) and not bronchoscopy specific adaptors. The decision was made to remove the entire apparatus. A code blue was called and the patient was deprived of oxygen for approximately 15 minutes resulting in severe hypoxic ischemic encephalopathy. The patient sustained a devastating brain injury and is in a permanent near-comatose state.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: d8, h2, h3, h6, h11 the device was not returned to olympus for inspection and the complaint was not confirmed. The probable cause could not be established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being submitted to provide corrections and additional investigation information. The complaint was confirmed. The most probable cause of the complaint is failure to follow instructions; problems traced to the user not following the manufacturer's instructions. The investigation determined that the device was not used in accordance with the IFU regarding compatibility. In the IFU, on page 77, "refer to ¿combination equipment¿, to confirm that this instrument is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient or operator injury and/or equipment damage. The event can be prevented by following the instructions for use on page 83 which state which compatible equipment is to be used in the system chart. Olympus will continue to monitor field performance for this device.